Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hysterectomy procedure, the surgeon fired the device and the clip wasn't flat and came out of the "origin" shape. Unknown how case was completed. There were no adverse consequences for the patient.